Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the patient condition got worse due to a leakage of the breathing circuit.

Manufacturer narrative:
The returned airway connector was inspected. The leakage can be confirmed; a cuff connector at the end of the hose became detached. Detailed visual inspection revealed that the glue which should be present at the junction point was not applied during the assembly process. Further investigation with the supplier was performed; a stock check of finished articles and wip material did not reveal any further nonconforming products. The likelihood that the issue of leakage will be detected by the operator during set-up for use is quite high. It is usual practice that anesthesia workstations will undergo a daily pre-use check and a leakage test prior to each individual procedure. A respective warning message is laid down in the IFU that the pre-use check is mandatory. When the pneumatic paths between patient and device become untight or fully opened the basic device will recognize the resulting leakage. Depending on the size of the leakage the workstation will enter a conditionally functional (yellow) or nonfunctional (red) state. Furthermore, the IFU gives recommendations for steps to perform to precisely locate the leakage. If the leakage or disconnection occurs during use this will trigger pressure- and flow-related alarms as well. The concerned product is a hospital consumable which should ensure that replacement is at hand immediately. There was no detail in the user's report that the issue led to other consequences than an unspecific medical intervention. Dräger was not able to obtain more information in regard to what exactly the temporary worsening of the patient condition was consisting of and which kind of medical intervention had to be performed. Dräger finally concludes that the pressure and flow monitoring of the basic device safely detects leakages and alarms in accordance to the limits set by the user. Usually there's room to react until a potentially impaired ventilation will result in a deterioration of patient status. Knowledge about the meaning of alarms, potential root causes and remedies is essential; detailed information can be found in the IFU.

Event description:
Please refer to initial MFR. Report # pr65589.